Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, after closing the pocket, no capture, low sensing and low impedance was noted when testing unipolar through the can. The pocket was reopened while patient was still on the table and lead insulation was visually damaged near the suture sleeve. While the physician was trying to pull the lead, it was ripped. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece measuring 58.1 cm. Visual and x-ray examination confirmed the outer coil was offset in one location. The inner insulation was found to be breached/damaged at 47.4 from the distal tip. The damage found was sustained during the surgical procedure. The cause of the reported events of neither sensing nor capture and low lead impedance was isolated to the exposure of the inner coil.